Event description:
The customer stated that the cell-dyn 1700 analyzer generated the following results: rbc=2.52x10e6/ul, hemoglobin (hgb) =7.8 g/dl, platelet=42,000/ul with uri and lri flags. The pt was redrawn and the sample was sent to a reference laboratory which obtained the following results: rbc=3.36x10e6/ul, hgb=10.3 g/dl, plt=192,000/ul.

Manufacturer narrative:
Field service was sent to the account and replaced clogged silicon tubing and cleaned, lubricated, and flushed valves, tubings and fittings. Customer data was rec'd which indicated that lri, uri flags were present for the platelet result. In addition, dispertional data alerts were present. The cell-dyn operator's manual, 03h58-01 rev d, covers flagging. Pages 3-24, 3-25 states for lri/uri flagging follow action for lri (check background, repeat sample) and uri (review a slide and verify plt count). Page 3-23 states dispersional data alerts: results outside laboratory action limit indicates a need to follow a laboratory protocol such as repeating a sample, performing smear review, notify a physician. In addition, the complaint analysis trending system (cats) and the trending analysis support system (tass) reports were reviewed and no adverse trends were observed. This is the final report.